Event description:
It was reported that 1 bd syringe luer-lok¿ tip had visible silicone droplets inside the barrel, and 1 syringe had embedded, resin-like foreign matter in the barrel. All defects were found during packaging before use. As reported by the customer, "in the clean room we have found two syringes that do not look as conform to the 10ml syringe, 301029 (batch 8129935). These are similar reports that we had on 60ml syringes. We would like to receive a definite answer from you. It has been noticed during packaging, so before use. Samples are available for sending. 1 syringe has visible silicon droplets. 1 syringe has fm (it seems to be embedded resin). (Please include in the investigation results information wheather syringe are till safe for use and if defect rate is acceptable per product specification)".

Manufacturer narrative:
Investigation summary: two loose 10ml assembled syringes were received and visually evaluated. One syringe had multiple brown foreign matter particles embedded in the barrel wall and flange. One particle was larger than level 3 in size, which is rejectable per product specification. One syringe was evaluated for the presence of excess silicone. A small amount of silicone in form of few small droplets and smears were observed on the stopper surface and roof of the barrel. The silicone was not pooling around the stopper nor stringing from the roof of the barrel. The amount of silicone observed was normal and expected amount for this product per product specification. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect please note that silicone is an inert, non-toxic medical substance used as a lubricant for disposable hypodermic products. It is an integral part of the syringe, enabling it to perform as required in various clinical applications and does not present a safety or efficacy issue nor does it impact product function. The silicone application process is designed to provide an even distribution of silicone on the interior of the syringe barrel. Silicone has been in use in this application for over 20 years. No reports are known of adverse clinical effects associated with these products and unintentional delivery of silicone fluid lubricant. Potential root cause for the embedded foreign matter defect is associated with the molding process.the excess silicone defect was not confirmed in the sample received. No corrective actions are necessary based on the defective rate identified. Batch 8129935 is considered in compliance with our product specification requirements.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 1 bd syringe luer-lok¿ tip had visible silicone droplets inside the barrel, and 1 syringe had embedded, resin-like foreign matter in the barrel. All defects were found during packaging before use. As reported by the customer, "in the clean room we have found two syringes that do not look as conform to the 10ml syringe, 301029 (batch 8129935). These are similar reports that we had on 60ml syringes. We would like to receive a definite answer from you. It has been noticed during packaging, so before use. Samples are available for sending. 1 syringe has visible silicon droplets. 1 syringe has fm (it seems to be embedded resin). (Please include in the investigation results information wheather syringe are till safe for use and if defect rate is acceptable per product specification)".